Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the dilator and trocar was allegedly bent and did not progress. It was further reported that tip was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the dilator and trocar was allegedly bent and did not progress. It was further reported that tip was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7.0fr peel-apart sheath with vessel dilator were returned for evaluation. Visual, microscopic visual and functional evaluations were performed. The distal tip of the loaded vessel dilator was noted to be deformed and bent. Bunching was noted throughout the peel-apart sheath shaft. Therefore, the investigation is confirmed for reported deformation issue. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method). H11: d4 (unique identifier (UDI) #), h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.